Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and low sensed amplitude. An x-ray confirmed the lead had dislodged. There was no pacing inhibition or asystole. The physician plans to do a lead revision at a later date.. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.